Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest glucose reading over 400 while using the ilet and performed false meal announcements without changing infusion supplies, then disconnected the pump and administered subcutaneous insulin by pen, after which glucose returned to range; a routine supply change followed and glucose remained normal. Investigation of this case revealed that the cause of hyperglycemia was unclear based on available information, with no evidence of site leakage or disconnection reported by the user. Symptoms included flu-like feeling, nausea, stomach upset, and sweating. Outcomes included no hospitalization and resolution after injection and supply change. It was concluded that the event was user-reported hyperglycemia with an undetermined cause, resolved with corrective action outside the pump. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.